Event description:
The recipient reportedly experienced skin flap breakdown. In (B)(6) 2018, the recipient's device was repositioned. The recipient continued to wear the device without issue, however, the wound opened up on (B)(6) 2018. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient's site reportedly healed.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
The recipient is reportedly healing.